Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of the defect: "a fairly large debris was found in the piston of the 20 ml syringe during the acceptance inspection. The annex to this form includes an illustration. The syringe is still there." Lot number 2410079.

Manufacturer narrative:
(B)(4). Follow up for device evaluation one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, a particle is observed within the syringe. Characterization testing was performed and identified the particle is consistent with a type of plastic. A device history review was performed for reported lot 2410079, no deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported observation were found. While we could not identify a direct issue, the piece likely generated during the movement of the product within the manufacturing equipment during the assembly process. Manufacturing personnel have been notified of this incident to increase awareness during our inspections.